Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and no contamination was found under any button contacts. The ok button contact was found to be damaged.